Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad was found to be fractured. It was reported that there was no patient involvement and that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. Visual examination of the returned product did not identify a fracture on the device. The initial report should be voided.